Manufacturer narrative:
The reported event of high impedances was confirmed. The lead was returned complete. Microscopic inspection of the lead revealed all wires were broken at 17.8cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.

Manufacturer narrative:
The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Event description:
Related manufacturer report number: 1627487-2023-03846 additional information was reported that the patient's lead had high impedances and the patient did not have effective therapy. As a result the lead was replaced at the same time as the ipg. Effective therapy was established postoperatively.